Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the electrophysiology lab with a pocket infection and pacemaker erosion. The pacemaker, along with the atrial and ventricular leads, were explanted and a temporary pacemaker was placed. The patient tolerated the procedure well. Related manufacturer reference number: 2017865-2020-15208. Related manufacturer reference number: 2017865-2020-15209.